Event description:
The customer received blood glucose readings of 376,346 and 278mg/dl on the contour meter, re-tested on another bayer meter (model unknown) and the readings were 84 and 100mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.